Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On an unknown date and time, the patient reported obtaining a reading of "185mg/dl" on the lfs meter and "142mg/dl" on a back up bayer meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl obtained within 30 minutes of one another. The patient reported using insulin pump therapy and metformin twice a day (unknown dose) to manage his diabetes. The patient reported taking his usual dose of medication on the day of the alleged issue. However, 1 hour later the patient reported developing symptoms of "sweaty, shaky and black out." The patient reported on an unknown date and time, his mother gave him a glucagon injection. It is unknown if the patient¿s symptoms were relieved or if he required additional treatment from a healthcare professional. During the time of troubleshooting, the cca determined that the subject meter was in the correct unit of measurement at the time of testing. The patient was using an approved sample site to obtain the samples at the time of testing. The patient's test strips and test strips vial were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms of severe hypoglycemia, and required treatment from a third party.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.